Event description:
It was reported that during a l2-s1 plif, surgeon was implanting the plif interbody spacer at l3-4 and was trying to redirect the spacer. As he was placing the spacer in the patient, he applied some force and the tip of the plif implant holder snapped off. Surgeon then used the second plif implant holder and was repositioning the plif implant and the tip of the instrument broke off. All broken fragments were retrieved. Surgeon removed the implant and used a third implant holder to complete the procedure with no further problems. There was no adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the same tip on both instruments was completely broken off. This complaint was determined invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation and visual inspection of the returned product confirmed the event. The cutter corresponds to the drawings and processes at the time of manufacture. The hardness was rechecked and found to be good and the chemical analysis of the material certificate was also examined and found to be good. No other parts from this lot have been sent back. The complaint history of this instrument shows that only one other device was sent back with a similar complaint, which was manufactured in 2005. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to be a result of the condition of use but the exact cause remains unknown.